Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2016. Neuro-monitoring confirmed, bi-lateral arm stimulation; however, only right sided stimulation was obtained post-operatively. As a result, the patient was taken back into the operating room during which the lead was repositioned. Effective bi-lateral stimulation was obtained following the surgical intervention.